Manufacturer narrative:
The reported event of high defibrillation impedance was not confirmed. As received, a complete lead was returned in two pieces for analysis. Electrical testing was performed and revealed no indication of conductor fractures or internal shorts. A visual and x-ray examination of the lead revealed no anomalies except for procedural damages.

Event description:
It was reported that high defibrillation impedance was observed on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event, and the patient was in stable condition.